Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 2 (lot number 22453113, expiration date 08/31/2015). (B)(4).

Event description:
Caller tested 6.4 inr on the coaguchek xs system 1 while a professional coaguchek xs system 2 returned as 3.2 inr. Caller reports difficulty obtaining a blood drop with the result of 6.4 inr. No actions taken based on the device results. No adverse event reported. Requested return of suspect system and replacement was sent.